Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown whether the patient was reimplanted with a new device as of the date of this report, december 15, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
Per the patient's surgeon, the patient was re-implanted with a new cochlear device during the same explantation surgery on (B)(6) 2016.